Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was 510 mg/dl and customer administered manual injection to resolve bg. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.